Event description:
The customer contacted heartsine to report a non-critical issue with their device. During evaluation it was found that the locator pin was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the locator pins were damaged. The root cause is likely improper user handling during installation. The device was scrapped by heartsine and the customer received a replacement. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.